Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: an event regarding multiple registrations required involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 236 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding femur bone registration failure. There was one similar event reported for pn 209999 ((B)(4)). Conclusion: the session and vp log data from the case was reviewed. An analysis of the femur segmentation, femur checkpoint values, and femur registration values was completed. It was observed from the case session file that the lateral condyle on the femur was over-segmented by approximately 2 pixels which may have contributed to the reported event. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
Fine bone registration was inaccurate on the lateral condyle of the femur, yellow and red dots. Surgeon was unable to capture verification sphere on lateral condyle. Suspected loose array, tightened, recaptured landmark, check point, and re-registered. Same registration as before. Probe seemed to be ~2mm off bone. Instructed surgeon to capture points in an area of the bone that was less worn. Surgeon attempted registration again achieving same results. At this point I checked segmentation on the scan and noticed that the segmentation on the left condyle of the femur was off. A portion of the tibia was segmented along with the condyle. Since we had already accepted the patient time-out, I was unable to fix segmentation and recapture landmarks. Surgeon decided to proceed with the case as he was able to verify all other spheres on the model. Cutting values were inaccurate for this case. There was a surgical delay of 15 minutes. Left tka case. Surgery was completed with the robot. Files uploaded to the complaints folder in folder named ¿(B)(6) bad registration¿

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Fine bone registration was inaccurate on the lateral condyle of the femur, yellow and red dots. Surgeon was unable to capture verification sphere on lateral condyle. Suspected loose array, tightened, recaptured landmark, check point, and re-registered. Same registration as before. Probe seemed to be ~2 mm off bone. Instructed surgeon to capture points in an area of the bone that was less worn. Surgeon attempted registration again achieving same results. At this point I checked segmentation on the scan and noticed that the segmentation on the left condyle of the femur was off. A portion of the tibia was segmented along with the condyle. Since we had already accepted the patient time-out, I was unable to fix segmentation and recapture landmarks. Surgeon decided to proceed with the case as he was able to verify all other spheres on the model. Cutting values were inaccurate for this case. There was a surgical delay of 15 minutes. Left tka case. Surgery was completed with the robot. Files uploaded to the complaints folder in folder named ¿(B)(6) bad registration¿